Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A clinical study was reported following an intra ocular lens (iol) implant procedure, patient experienced cystoid macular edema in the left eye and it was resolved after few days. The severity was moderate; ketorolac and prednisolone drops was used. The patient was referred to a retina doctor for further evaluation. Medication treatment started and was discontinued as advised by retina doctor. There are two medical device reports associated with this patient. This report is associated with the left eye.